Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical products: 6935m55 lead, implanted: (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and had their implantable cardioverter defibrillator (ICD) system explanted. No further patient complications have been reported as a result of this event.